Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000ml eva tpn bags leaked after being compounded with an unspecified solution. During follow up, the customer stated that there were small holes on the front of the bag at the "middle tubing with bag seam". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation. Microscopic inspection revealed a slow leak from a small hole or tear in both bags along the front upper right side of the spike port tubing in the weld area. Functional testing was performed and revealed a slow leak from the holes. A batch review was performed and it was found that during manufacturing, a welding machine was found to be misaligned. The tooling was aligned and the mandrel was adjusted by maintenance. After adjustment, the pieces were verified and the machine was released for normal production. Affected material was 100% scrapped. The reported condition was verified. The cause of the condition was not determined. The supplier of the component has been notified of this condition. Should additional relevant information become available, a supplemental report will be submitted.